Event description:
It was reported that the patient's device triggered a power on reset due to the patient receiving radiation therapy. The device was reprogrammed back to original parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) occurred for write to locked ram on (B)(6) 2011 11:12:52. One patient alert for por occurred on (B)(6) 2011 10:12:52.